Event description:
Device 1 of 2. MFR report #: 3006705815-2018-03259. It was reported the patient¿s leads had migrated from t8 to t12. As a result, the patient¿s leads were explanted and replaced with new leads. Reportedly, effective stimulation achieved post-op.